Manufacturer narrative:
Other devices listed in this report:catalog description lot #623-00-36d trident 0 deg insert 36mm unknown18-3625 delta c-taper head 36mm +2.5 unknownit cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted if additional information is received. Device eval: hospital policy.

Event description:
It was reported that patient was brought to or for revision of painful total hip. Cup was thought to be loose and plan was to revise. Cup was found to be well fixed and with considerable effort the cup was removed using the zimmer explant. A new tritanium revision cup and liner were implanted. A c-taper universal sleeve and universal biolox head were implanted also.